Event description:
It was reported to medtronic minimed that the customer was hospitalized with hyperglycemia. Customer also noticed blank display of the pump. The customer reported blood glucose value of 537 mg/dl. The event involved product(s) mmt-1880, mmt-xxx, mmt-332a, unomedical. Troubleshooting was performed and issue was unresolved. No further patient complications were reported. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-xxx. No product return is required for mmt-332a. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. The pump powered up properly after the test battery was inserted. The pump was monitored for 2 days. No blank display noted. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked case at the battery tube side, stained serial number label and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Unable to verify bolus delivery, source of boluses delivered, daily total of all insulin delivered and any alarms/suspends for event date 24-sep-2024 due to no data available in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 24-sep-2024 in the pump history file. (There was no data available on (B)(6) 2024 due to no data available in the pump history file.) (B)(6) 2024 09:13:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) (B)(6)2024 18:54:00.000 alarmalertnotification (40) faultnumber: changebatteryfault (73) (B)(6)2024 18:55:58.000 batteryremoved (55) (B)(6)2024 18:55:58.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6)2024 19:05:00.000 alarmalertnotification (40) faultnumber: batteryremoved (84) the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. The replace battery alert/change battery fault (73) was expected (triggered 9.5 hours after the low battery alert). Lowbatteryalert (104) - not confirmed. Changebatteryfault (73) - not confirmed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The pump passed the functional testing. Unable to confirm alleged high bgs. Blank display not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.